Event description:
A jag precursor was used for a bile duct stone removal. During the procedure, the 5 millimeter tungsten tip broke off in the bile duct. The tip was not retrieved and there are no immediate plans to remove the fragment as the physician feels that it will not harm the pt because it is smaller than the bile duct stone.